Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized. No reason was given for the hospitalization. Multiple attempts were made by tandem technical support to gather information regarding hospitalization; however, no additional information was provided.